Event description:
It was reported by repair work order that the nurse call was not functioning due to a broken interface cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.